Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The patient experienced a loss of ucva and the lens was exchanged for ticm. This resolved the problem. Patient's last ucva was 20/25.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in dry in the lens case/vial. Visual inspection found the haptic torn. Dimensional inspection found the lens in specification. (B)(4).

Manufacturer narrative:
(B)(4).